Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the cooler heater would not cool in modes two and three. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.

Manufacturer narrative:
Note: the user facility's biomedical engineer stated three resistors need to be replaced due to incorrect ohm readings.